Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5058016) on 03-dec-2015. The most recent information was received on 03-dec-2018. This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ("horrendous cramping during menstrual cycles but not exclusive to those times alone/dysmenorrhea (cramping)"), genital haemorrhage ("heavy bleeding with blood clots"), dental caries ("gum bleeding, dry mouth issue, destroying enamel, multiple cavities because of dryness"), retinal detachment ("vision/eye problems ¿ macular retinal detachment"), fibromyalgia ("fibromyalgia") and physical disability ("physically handicapped") in a (B)(6) female patient who had essure (batch no. 626504) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "during an ablation for gynecological issues, the essure coils were implanted" on (B)(6) 2008. The patient's medical history included anxiety, depression, menometrorrhagia, uterine fibroids, cervical cancer, palpitations and obesity. Concomitant products included ibuprofen (midol) for vaginal bleeding and menorrhagia as well as alprazolam, bupropion, calcium, citalopram, citalopram hydrobromide (celexa), cyclobenzaprine, ibuprofen (advil), linum usitatissimum seed oil (flaxseed oil), multivitamin, tramadol and vitamin b nos. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced headache ("headaches"), migraine ("migraine/headache"), musculoskeletal pain ("neck and shoulder pain") and neck pain ("neck and shoulder pain") and was found to have weight increased ("weight gain/weight gain"). In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2010, the patient experienced depression ("depression/psychological or psychiatric problems ¿ anxiety and depression"), pelvic pain ("pelvic pains/constant pain in pevic area/pain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), fatigue ("fatigue") and anxiety ("psychological or psychiatric problems ¿ anxiety and depression"). In 2011, the patient experienced hypoaesthesia ("neurological problems ¿ numbness"). In 2012, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2013, the patient experienced retinal detachment (seriousness criterion medically significant). In 2013, the patient experienced dental caries (seriousness criterion medically significant), gingival bleeding ("gum bleeding, dry mouth issue, destroying enamel, multiple cavities because of dryness") and dry mouth ("gum bleeding, dry mouth issue, destroying enamel, multiple cavities because of dryness") and was found to have hormone level abnormal ("hormonal changes"). In 2014, the patient experienced hypertension ("high blood pressure/blood or heart disorder type:"). On an unknown date, the patient experienced fibromyalgia (seriousness criterion disability) with arthralgia and back pain, physical disability (seriousness criterion disability) with mobility decreased, lethargy ("lethargy"), dysstasia ("inability to stand in one spot for any length of time"), abdominal pain lower ("horrendous cramping during menstrual cycles but not exclusive to those times alone/lower abdominal pain") and dyspareunia ("pain during intercourse"). The patient was treated with alprazolam (xanax), gabapentin, naproxen, pregabalin (lyrica), solifenacin succinate (vesicare), sumatriptan (imitrex), verapamil and surgery (hysteroscopy and hydrothermal ablation, root canal and vitrectomy). Essure treatment was not changed. At the time of the report, the dysmenorrhoea, genital haemorrhage, dental caries, retinal detachment, fibromyalgia, physical disability, headache, lethargy, weight increased, depression, dysstasia, abdominal pain lower, pelvic pain, dyspareunia, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, hypertension, gingival bleeding, fatigue, hormone level abnormal, migraine, hypoaesthesia, anxiety, dry mouth, musculoskeletal pain and neck pain outcome was unknown. The reporter considered abdominal pain lower, anxiety, bladder disorder, dental caries, depression, dry mouth, dysmenorrhoea, dyspareunia, dysstasia, fatigue, fibromyalgia, genital haemorrhage, gingival bleeding, headache, hormone level abnormal, hypertension, hypoaesthesia, lethargy, menorrhagia, migraine, musculoskeletal pain, neck pain, pelvic pain, physical disability, retinal detachment, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: after insertion procedure consumer began to experienced back pain beginning (B)(6) 2008. She has been seen by physician and specialists and none have found an absolute diagnosis. As of now, she is being treated for fibromyalgia but her symptoms do not directly correlate with the reported most common symptoms of fibromyalgia. She took 6 medications to help control the pain levels. Plaintiff was currently planning for essure removal. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression, anxiety, dysmenorrhea, numbness, lethargy, fatigue, fibromyalgia, hypertension, shoulder pain, back pain, arthralgia. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: the reported medical events are not necessarily indicative of a quality defect. Additionally, a off-label use (handling error) was reported. No batch number was reported therefore neither a technical batch investigation nor a similar case review in the gpv database is possible. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 3-dec-2018: pfs received. Events per pfs: lot number received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, high blood pressure, gum bleeding, dry mouth issue, destroying enamel, multiple cavities because of dryness, fatigue, hormonal changes, migraines/headaches, neurological problems ¿ numbness, pain, psychological or psychiatric ¿ anxiety, vision/eye problems ¿ macular retinal detachment, neck pain , shoulder pain were added. Patient's medical history was added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5058016) on 03-dec-2015. The most recent information was received on 03-dec-2018. This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ("horrendous cramping during menstrual cycles but not exclusive to those times alone/dysmenorrhea (cramping)"), genital haemorrhage ("heavy bleeding with blood clots"), dental caries ("gum bleeding, dry mouth issue, destroying enamel, multiple cavities because of dryness"), macular detachment ("vision/eye problems ¿ macular retinal detachment"), fibromyalgia ("fibromyalgia") and physical disability ("physically handicapped") in a 38-year-old female patient who had essure (batch no. 626504) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "during an ablation for gynecological issues, the essure coils were implanted" on (B)(6) 2008. The patient's medical history included anxiety, depression, menometrorrhagia, fibroidectomy, cervical cancer, palpitations and obesity. Concomitant products included ibuprofen (midol) for vaginal bleeding and menorrhagia as well as alprazolam, bupropion, calcium;vitamin d nos, citalopram, cyclobenzaprine, ibuprofen (advil), linum usitatissimum, tramadol, vitamin b nos and vitamins nos (multivitamin). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced headache ("headaches"), migraine ("migraine/headache"), musculoskeletal pain ("neck and shoulder pain") and neck pain ("neck and shoulder pain") and was found to have weight increased ("weight gain/weight gain"). In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2010, the patient experienced depression ("depression/psychological or psychiatric problems ¿ anxiety and depression"), pelvic pain ("pelvic pains/constant pain in pelvic area/pain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), fatigue ("fatigue") and anxiety ("psychological or psychiatric problems ¿ anxiety and depression"). In 2011, the patient experienced hypoaesthesia ("neurological problems ¿ numbness"). In 2012, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2013, the patient experienced macular detachment (seriousness criterion medically significant). In 2013, the patient experienced dental caries (seriousness criterion medically significant), gingival bleeding ("gum bleeding, dry mouth issue, destroying enamel, multiple cavities because of dryness") and dry mouth ("gum bleeding, dry mouth issue, destroying enamel, multiple cavities because of dryness") and was found to have hormone level abnormal ("hormonal changes"). In 2014, the patient experienced hypertension ("high blood pressure/blood or heart disorder type:"). On an unknown date, the patient experienced fibromyalgia (seriousness criterion disability) with arthralgia and back pain, physical disability (seriousness criterion disability) with mobility decreased, lethargy ("lethargy"), dysstasia ("inability to stand in one spot for any length of time"), abdominal pain lower ("horrendous cramping during menstrual cycles but not exclusive to those times alone/lower abdominal pain") and dyspareunia ("pain during intercourse"). The patient was treated with alprazolam (xanax), gabapentin, naproxen, pregabalin (lyrica), solifenacin succinate (vesicare), sumatriptan (imitrex), verapamil and surgery (hysteroscopy and hydrothermal ablation, root canal and vitrectomy). Essure treatment was not changed. At the time of the report, the dysmenorrhoea, genital haemorrhage, dental caries, macular detachment, fibromyalgia, physical disability, headache, lethargy, weight increased, depression, dysstasia, abdominal pain lower, pelvic pain, dyspareunia, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, hypertension, gingival bleeding, fatigue, hormone level abnormal, migraine, hypoaesthesia, anxiety, dry mouth, musculoskeletal pain and neck pain outcome was unknown. The reporter considered abdominal pain lower, anxiety, bladder disorder, dental caries, depression, dry mouth, dysmenorrhoea, dyspareunia, dysstasia, fatigue, fibromyalgia, genital haemorrhage, gingival bleeding, headache, hormone level abnormal, hypertension, hypoaesthesia, lethargy, macular detachment, menorrhagia, migraine, musculoskeletal pain, neck pain, pelvic pain, physical disability, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: after insertion procedure consumer began to experienced back pain beginning (B)(6) 2008. She has been seen by physician and specialists and none have found an absolute diagnosis. As of now, she is being treated for fibromyalgia but her symptoms do not directly correlate with the reported most common symptoms of fibromyalgia. She took 6 medications to help control the pain levels. Plaintiff was currently planning for essure removal. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression, anxiety, dysmenorrhea, numbness, lethargy, fatigue, fibromyalgia, hypertension, shoulder pain, back pain, arthralgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jan-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5058016) on 03-dec-2015. The most recent information was received on 12-mar-2019. This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ("horrendous cramping during menstrual cycles but not exclusive to those times alone/dysmenorrhea (cramping)"), genital haemorrhage ("heavy bleeding with blood clots"), dental caries ("gum bleeding, dry mouth issue, destroying enamel, multiple cavities because of dryness"), macular detachment ("vision/eye problems ¿ macular retinal detachment"), fibromyalgia ("fibromyalgia"), cataract ("cataract") and physical disability ("physically handicapped") in a 38-year-old female patient who had essure (batch no. 626504) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "during an ablation for gynecological issues, the essure coils were implanted" on (B)(6) 2008. The patient's medical history included anxiety, depression, menometrorrhagia, fibroidectomy, cervical cancer, palpitations and obesity. Concurrent conditions included suicidal ideation and post-traumatic stress disorder. Concomitant products included ibuprofen (midol) for vaginal bleeding and menorrhagia as well as alprazolam, bupropion, calcium;vitamin d nos, citalopram, cyclobenzaprine, ibuprofen (advil), linum usitatissimum, milnacipran hydrochloride (savella), tramadol, vitamin b nos and vitamins nos (multivitamin). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced headache ("headaches"), migraine ("migraine/headache"), musculoskeletal pain ("neck and shoulder pain") and neck pain ("neck and shoulder pain") and was found to have weight increased ("weight gain/weight gain"). In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2010, the patient experienced depression ("depression/psychological or psychiatric problems ¿ anxiety and depression"), pelvic pain ("pelvic pains/constant pain in pelvic area/pain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), fatigue ("fatigue") and anxiety ("psychological or psychiatric problems ¿ anxiety and depression"). In 2011, the patient experienced hypoaesthesia ("neurological problems ¿ numbness"). In 2012, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2013, the patient experienced macular detachment (seriousness criterion medically significant), cataract (seriousness criterion medically significant) and diplopia ("double vision"). In 2013, the patient experienced dental caries (seriousness criterion medically significant), gingival bleeding ("gum bleeding, dry mouth issue, destroying enamel, multiple cavities because of dryness"), dry mouth ("gum bleeding, dry mouth issue, destroying enamel, multiple cavities because of dryness"), mood altered ("moody") and hot flush ("hot flashes") and was found to have hormone level abnormal ("hormonal changes"). In 2014, the patient experienced hypertension ("high blood pressure/blood or heart disorder type:"). On an unknown date, the patient experienced fibromyalgia (seriousness criterion disability) with arthralgia and back pain, physical disability (seriousness criterion disability) with mobility decreased, lethargy ("lethargy"), dysstasia ("inability to stand in one spot for any length of time"), abdominal pain lower ("horrendous cramping during menstrual cycles but not exclusive to those times alone/lower abdominal pain") and dyspareunia ("pain during intercourse"). The patient was treated with alprazolam (xanax), cefixime (flexeril), gabapentin, naproxen, pregabalin (lyrica), solifenacin succinate (vesicare), sumatriptan (imitrex), verapamil and surgery (hysteroscopy and hydrothermal ablation, root canal and vitrectomy). Essure treatment was not changed. At the time of the report, the dysmenorrhoea, genital haemorrhage, dental caries, macular detachment, fibromyalgia, cataract, physical disability, headache, lethargy, weight increased, depression, dysstasia, abdominal pain lower, pelvic pain, dyspareunia, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, hypertension, gingival bleeding, fatigue, hormone level abnormal, migraine, hypoaesthesia, anxiety, dry mouth, musculoskeletal pain, neck pain, mood altered, hot flush and diplopia outcome was unknown. The reporter considered abdominal pain lower, anxiety, bladder disorder, cataract, dental caries, depression, diplopia, dry mouth, dysmenorrhoea, dyspareunia, dysstasia, fatigue, fibromyalgia, genital haemorrhage, gingival bleeding, headache, hormone level abnormal, hot flush, hypertension, hypoaesthesia, lethargy, macular detachment, menorrhagia, migraine, mood altered, musculoskeletal pain, neck pain, pelvic pain, physical disability, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: after insertion procedure consumer began to experienced back pain beginning (B)(6) 2008. She has been seen by physician and specialists and none have found an absolute diagnosis. As of now, she is being treated for fibromyalgia but her symptoms do not directly correlate with the reported most common symptoms of fibromyalgia. She took 6 medications to help control the pain levels. Plaintiff was currently planning for essure removal. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression, anxiety, dysmenorrhea, numbness, lethargy, fatigue, fibromyalgia, hypertension, shoulder pain, back pain, arthralgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2019: pfs received. Events:moody; hot flashes, cataract, double vision were added. Concomitant drugs, medical history were added. Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5058016) on 03-dec-2015. The most recent information was received on 07-jun-2019. This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('horrendous cramping during menstrual cycles but not exclusive to those times alone/dysmenorrhea (cramping)'), genital haemorrhage ('heavy bleeding with blood clots'), dental caries ('gum bleeding, dry mouth issue, destroying enamel, multiple cavities because of dryness'), macular detachment ('vision/eye problems ¿ macular retinal detachment'), fibromyalgia ('fibromyalgia'), cataract ('cataract') and physical disability ('physically handicapped') in a 38-year-old female patient who had essure (batch no. 626504) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "during an ablation for gynecological issues, the essure coils were implanted" on (B)(6) 2008. The patient's medical history included anxiety, depression, menometrorrhagia, fibroidectomy, cervical cancer, palpitations and obesity. Concurrent conditions included suicidal ideation and post-traumatic stress disorder. Concomitant products included ibuprofen (midol) for vaginal bleeding and menorrhagia as well as alprazolam, bupropion, calcium;vitamin d nos, citalopram, cyclobenzaprine, ibuprofen (advil), linum usitatissimum, milnacipran hydrochloride (savella), tramadol, vitamin b nos and vitamins nos (multivitamin). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced headache ("headaches"), migraine ("migraine/headache"), musculoskeletal pain ("neck and shoulder pain") and neck pain ("neck and shoulder pain") and was found to have weight increased ("weight gain/weight gain"). In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2010, the patient experienced depression ("depression/psychological or psychiatric problems ¿ anxiety and depression"), pelvic pain ("pelvic pains/constant pain in pevic area/pain"), bladder disorder ("bladder or urinary problems or changes"), micturition urgency ("bladder or urinary problems or changes : urinary urgency"), fatigue ("fatigue") and anxiety ("psychological or psychiatric problems ¿ anxiety and depression"). In 2011, the patient experienced hypoaesthesia ("neurological problems ¿ numbness"). In 2012, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2013, the patient experienced macular detachment (seriousness criterion medically significant), cataract (seriousness criterion medically significant) and diplopia ("double vision"). In 2013, the patient experienced dental caries (seriousness criterion medically significant), gingival bleeding ("gum bleeding, dry mouth issue, destroying enamel, multiple cavities because of dryness"), dry mouth ("gum bleeding, dry mouth issue, destroying enamel, multiple cavities because of dryness"), mood altered ("moody") and hot flush ("hot flashes") and was found to have hormone level abnormal ("hormonal changes"). In 2014, the patient experienced hypertension ("high blood pressure/blood or heart disorder type:"). On an unknown date, the patient experienced fibromyalgia (seriousness criterion disability) with arthralgia and back pain, physical disability (seriousness criterion disability) with mobility decreased, lethargy ("lethargy"), dysstasia ("inability to stand in one spot for any length of time"), abdominal pain lower ("horrendous cramping during menstrual cycles but not exclusive to those times alone/lower abdominal pain"), dyspareunia ("pain during intercourse") and paraesthesia ("neurological conditions or problems type: tingly hands"). The patient was treated with alprazolam (xanax), cefixime (flexeril), gabapentin, naproxen, pregabalin (lyrica), solifenacin succinate (vesicare), sumatriptan (imitrex), verapamil and surgery (hysteroscopy and hydrothermal ablation, root canal and vitrectomy). Essure treatment was not changed. At the time of the report, the dysmenorrhoea, genital haemorrhage, dental caries, macular detachment, fibromyalgia, cataract, physical disability, headache, lethargy, weight increased, depression, dysstasia, abdominal pain lower, pelvic pain, dyspareunia, vaginal haemorrhage, menorrhagia, bladder disorder, micturition urgency, hypertension, gingival bleeding, fatigue, hormone level abnormal, migraine, hypoaesthesia, anxiety, dry mouth, musculoskeletal pain, neck pain, mood altered, hot flush, diplopia and paraesthesia outcome was unknown. The reporter considered abdominal pain lower, anxiety, bladder disorder, cataract, dental caries, depression, diplopia, dry mouth, dysmenorrhoea, dyspareunia, dysstasia, fatigue, fibromyalgia, genital haemorrhage, gingival bleeding, headache, hormone level abnormal, hot flush, hypertension, hypoaesthesia, lethargy, macular detachment, menorrhagia, micturition urgency, migraine, mood altered, musculoskeletal pain, neck pain, paraesthesia, pelvic pain, physical disability, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: after insertion procedure consumer began to experienced back pain beginning (B)(6) 2008. She has been seen by physician and specialists and none have found an absolute diagnosis. As of now, she is being treated for fibromyalgia but her symptoms do not directly correlate with the reported most common symptoms of fibromyalgia. She took 6 medications to help control the pain levels. Plaintiff was currently planning for essure removal. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression, anxiety, dysmenorrhea, numbness, lethargy, fatigue, fibromyalgia, hypertension, shoulder pain, back pain, arthralgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jun-2019: pfs received : events "neurological conditions or problems type: tingly hands, urinary urgency" were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.